Event description:
It was reported that a shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified obtuse marginal artery (om). A 1.25mm peripheral rotalink® plus was used to treat the target lesion. During procedure, it was noted that the shaft broke approximately 10cm from the burr. The burr was removed by pulling the rotawire and using a 2.0 emerge balloon catheter and an unspecified snaring device. The procedure was completed with this device. There were no patient complications reported and the patient's condition was good.

Event description:
It was reported that a shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified obtuse marginal artery (om). A 1.25mm peripheral rotalink® plus was used to treat the target lesion. During procedure, it was noted that the shaft broke approximately 10cm from the burr. The burr was removed by pulling the rotawire and using a 2.0 emerge balloon catheter and an unspecified snaring device. The procedure was completed with this device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Correction: upn corrected from m0011401250 to h802227680020. Device lot number corrected from unknown to 16893729. Device expiration date corrected from unknown to 03/31/2016. Device manufactured date corrected from unknown to 04/18/2014. Device evaluated by manufacturer: device was returned for analysis. An advancer and a catheter were returned connected. A visual examination of the complaint unit was carried out. The handshake connection of the catheter was inspected and no damage was noted. The burr was detached from the catheter coil and was not returned. The distal end of the coil where the burr should have been attached was stretched. There was evidence of adhesive on the coil to confirm that the burr was attached to the coil during the manufacturing process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).